Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Surgeon reported that patient had a fall approximately 6 months after their initial procedure. Did not attend follow up with gp or surgeon who completed initial procedure. Consulted surgeon in 2025, who detected a patella component on imaging that appeared to be separated from bone.

Manufacturer narrative:
Reported event: an event regarding loosening involving a triathlon patella was reported. The event was not confirmed. Method & results: -product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted patella with blood on it. From the photographs provided there is no evidence of loosening for the device. Material analysis, functional, and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to loosening (a patella component on imaging that appeared to be separated from bone). Surgeon reported that patient had a fall approximately 6 months after their initial procedure. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.